Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer experienced elevated blood glucose (bg) levels in the 400's (mg/dl) with ketones for the past 3 days. To address the bg level, the customer delivered correction boluses and set an increased temporary rate. Reportedly, the family was driving through the mountains and the high altitude and stress was the suspected cause of the customer's elevated bg level. Contact reported bg level was unrelated to pump or supplies, and at the time of the call, bg level was stable. Recommendation was made to consult with health care provider to discuss diabetes management.